Manufacturer narrative:
On 5/20/2019, mentor became aware that the reported lot 8490432 is not a mentor device lot number. Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation has experienced bilateral breast implant rupture which complicated with infection it was also reported that the patient has experienced unexplained systemic symptoms to fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms. The patient required surgical intervention and medical device removal on the left side; doi: (B)(6) 1997. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.